Manufacturer narrative:
The report states: patient was revised to address groin pain due to cup loosening. Doi unk - dor (B)(6) 2011. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address groin pain due to cup loosening. Update: (B)(6) 2011 - litigation papers received. They allege that patient suffered from metallosis and that there was a copious amount of brownish-grayish material found once the capsule was entered. The operative note indicates that there was marked synovitis throughout the acetabulum. Doi was (B)(6) 2008. Reopened to add femoral head.

Manufacturer narrative:
Patient fact sheet (pfs) form and implant stickers received which identified part/lot information and patients date of birth and . There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.